Event description:
It was reported that the patient underwent a posterior spinal procedure at oc-t2. It was reported that the patient was in a halo six weeks post op and at an unknown date post op, the hinged rod disassembled. It was reported that the patient is not having any symptoms and the surgeon does not plan on revising. The doctor feels the patient is fused. No complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Copies of ap and lateral cervical films with occipital plate, extending occupit to t2 were returned. The reported hinge disassembly cannot be verified from poor films. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.